Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controller's device history record was not performed as the reported event is not related to a manufacturing or servicing issue. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed damage to the outer sheath, strain relief, inner lumen, and inner cable wires. Additionally, visual evidence also revealed that the driveline outer sheath was discolored. Log file analysis revealed three (3) electrical fault alarms were recorded on (B)(6)2024 at 13:12:36, on (B)(6)2024 at 13:54:10, and on (B)(6)2024 at 17:31:32. This likely triggered the subsequent three (3) high watt alarms recorded on (B)(6)2024 at 13:12:37, on (B)(6)2024 at 13:54:11, and on (B)(6)2024 at 17:31:32. In addition, several reactivation events were logged between (B)(6)2024. The electrical fault alarms and reactivation events were due to an overcurrent condition in the rear stator resulting in the pump running on a single stator (front stator only). Review of the event log file revealed one (1) controller power-up and associated motor start event was logged on (B)(6)2024 at 13:16:04. The data point recorded prior to the loss of power revealed the (B)(6) was connected to power port one (1) with 85% rsoc and (B)(6) was connected to power port two (2) with 23% rsoc. The data point after the loss of power revealed (B)(6) was connected to power port one (1) and (B)(6) was connected to power port (2). The controller was off for approximately 27 seconds. Review of the alarm log file revealed four (4) low flow alarms logged since (B)(6)2024 and one (1) power disconnect alarm for power source 1 was logged on (B)(6)2024 at 04:17:16. These are additional findings not related to the reported event. As a result, the reported electrical fault alarms, above normal power, and high watt alarms were confirmed. A driveline splice repair and driveline sheath repair were performed to mitigate the reported driveline cable damage conditions. Based on the available information, the most likely root cause of the reported electrical fault alarms, high power consumption, and high watt alarms, can be attributed to shorts in the driveline due to damage to the driveline cable wires; when the wires were left exposed, the wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. The most likely root cause of the observed damaged inner lumen and driveline cable wires events can be attributed to handling of the device after the outer sheath damage left the inner lumen and driveline cables exposed. Based on historical review of similar events, the most likely root cause of the break in the driveline outer sheath and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline strain relief repair and sheath repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-mar-2021/ serial or lot#:  (B)(6) UDI #: UDI information is unable to be obtained as the necessary information is unavailable. D9: no h3: no h4: mfg date: 10-mar-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting an electrical fault alarms, above normal power, and high watt alarms.  Additionally, the controller exhibited unexpected loss of power. The patient is in the intensive care unit (ICU) in stable condition. During a visual inspection, there were no visible damaged/trauma on the driveline. The vad and the controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revise product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controller's device history record was not performed as the reported event is not related to a manufacturing or servicing issue. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed damage to the outer sheath, strain relief, inner lumen, and inner cable wires. Additionally, visual evidence also revealed that the driveline outer sheath was discolored. Log file analysis revealed three (3) electrical fault alarms were recorded on (B)(6) 2024 at 13:12:36, on (B)(6) 2024 at 13:54:10, and on (B)(6) 2024 at 17:31:32. This likely triggered the subsequent three (3) high watt alarms recorded on (B)(6) 2024 at 13:12:37, on (B)(6) 2024 at 13:54:11, and on (B)(6) 2024 at 17:31:32. In addition, several reactivation events were logged between (B)(6) 2024. The electrical fault alarms and reactivation events were du e to an over current condition in the rear stator resulting in the pump running on a single stator (front stator only). Review of the event log file revealed one (1) controller power-up and associated motor start event was logged on (B)(6) 2024 at 13:16:04. The data point recorded prior to the loss of power revealed the bat(B)(6) was connected to power port one (1) with 85% rsoc and bat(B)(6) was connected to power port two (2) with 23% rsoc. The data point after the loss of power revealed bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port (2). The controller was off for approximately 27 seconds. Review of the alarm log file revealed four (4) low flow alarms logged since (B)(6) 2024 and one (1) power disconnect alarm for power source 1 was logged on (B)(6) 2024 at 04:17:16. These are additional findings not related to the reported event. As a result, the reported electrical fault alarms, above normal power, and high watt alarms were confirmed. A driveline splice repair and driveline sheath repair were p performed to mitigate the reported driveline cable damage conditions. Based on the available information, the most likely root cause of the reported electrical fault alarms, high power consumption, and high watt alarms, can be attributed to shorts in the driveline due to damage to the driveline cable wires; when the wires were left exposed, the wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. The most likely root cause of the observed damaged inner lumen and driveline cable wires events can be attributed to handling of the device after the outer sheath damage left the inner lumen and driveline cables exposed. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath breaks and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the driveline strain relief repair and sheath repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was driveline cable/wire damage that triggered reoccurring electrical fault alarms. Upon inspection, the driveline was in a very poor state. Several locations were completely without the outer sheath and the inner lumen was visible on a length of up to 5cm. It was noted that the old repairs were very worn down and after removal it revealed damaged to the inner lumen approximately 20cm from the strain relief. The red and green wires were exposed and damaged, and metal was also visible. The patient was asked and had no idea how the damage occurred. A driveline sheath repair and a driveline splice repair were performed.